Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on (B)(6) 2022. The customer¿s blood glucose level was between 600 - 700 mg/dl for high blood glucose and between 40 - 200 mg/dl for low blood glucose. The customer¿s current blood glucose value was 300 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin drip and low blood glucose with food. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode at the time of incident. Customer stated that the insulin pump received insulin flow block alarm. No further patient complications were reported. The insulin pump will not be returned for analysis.